Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2012 and suture was used for the repair of a second degree perineal laceration. After the first tissue pass, the needle pulled off the suture. The midwife was unable to retrieve the needle. An x-ray confirmed the needle remained in the patient. The patient was transferred to the hospital and the needle was surgically removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual needle involved in this event was returned for evaluation. The needle was visually evaluated. As the portion of suture material that had broken away from the needle and the packaging materials was not returned for examination, it was not possible to determine the cause of the event.